Manufacturer narrative:
Customer returned strip lots 476454 and 476504 for evaluation. The evaluation determined that the customer had damaged both lots of strips by exposing them to extremes in temperature and/or humidity. The performa system performed properly in generating the e-1 error to alert the customer to the damaged test strips.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The blood glucose monitor was displaying the test strip error message with test strip lot numbers (476454) and (476504) prior to the event. It is unknown which test strip lot number was used at the time of the event.

Event description:
It was reported that the performa system was displaying a test strip error message and the patient began to convulse and fainted. The blood glucose monitor was unavailable at the time of the event due to the test strip error message. The patient's family treated him with some honey for the hypoglycemia. The patient was not taken to the hospital. The blood glucose monitor was displaying the test strip error message with test strip lot numbers (476454) and (476504) prior to the event. It is unknown which test strip lot number was used at the time of the event. Return of the suspect device was requested for evaluation.